Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred and the patient experienced dizziness. In (B)(6) 2021, the patient underwent a right vertebral artery opening stent implantation due to 80% stenosed and severely calcified lesion. Prior to stent implantation, the patient experienced dizziness. A 4mmx15mmx150cm express vascular sd stent was advanced and successfully deployed. After a month and three weeks, the patient felt dizzy again and returned to the hospital to complete the whole cerebral angiography. However, during the procedure, the previously implanted stent was found to be broken into two pieces. The patient's dizziness improved after given a conservative medical treatment. No further patient complications were reported.